Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the stimulator ins battery had reduced capacity due to overdischarge.

Event description:
It was reported the patient had a system upgrade. It was noted the patient did not like recharging and requested a primary cell device. It was noted the rechargeable device was explanted.